Manufacturer narrative:
The device was not returned for evaluation as it was not explanted from the patient; however, per report, there was no device malfunction. A device history review (DHR) for the valve was completed and the device met manufacturer's specifications prior to distribution of the device. Furthermore, all valves are 100% visually inspected for defects and 100% leak tested prior to termination. Investigation is still ongoing.

Manufacturer narrative:
Despite multiple attempts, the imaging from the procedure could not be obtained for review. The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention and valve regurgitation are potential adverse events associated with the transcatheter heart valve replacement procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, per report, the balloon was inflated rapidly at the beginning of inflation causing the valve to move aortic. In the absence of imaging from the case, the root cause of the reported aortic malpositioning cannot be confirmed. Moreover, the severe paravalvular leak was thought to have been a due to the balloon being inflated rapidly at the beginning of inflation causing the valve to move aortic, resulting in malposition. The pvl was mitigated by the placement of a second sapien valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards clinical specialist, during the transaortic transcatheter aortic valve replacement (tavr) procedure, the valve was positioned in a 50/50 position via fluoro and tee, however, during deployment, the balloon was inflated rapidly causing the valve to move aortic. The valve was anchored just at the level of the commissures, however, severe pv leak was noted. A second valve deployed and placed more ventricular, sealing off the perivalvular leak. The end result was trace to mild pv leak. The patient was noted to have remained stable throughout the procedure.